Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a battery calculation error message box was seen upon interrogation with several implantable pulse generators (ipg). The devices remains in use. No patient complications have been reported as a result of this event.